Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapy due to the spacer migrating. Fluoroscopy confirmed that the spacer had migrated. The patient underwent an explant procedure where the spacer was removed and replaced with a new one. The patient is reportedly doing well following the procedure.